Manufacturer narrative:
(B)(4).

Event description:
The 840 ventilator had a loss of communication. There was no pt involvement when the failure occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board. The unit passed extended self-testing.